Manufacturer narrative:
This investigation is still in progress. Once the investigation is completed, a supplemental report will be provided.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self test performed on the (B)(6) 2021, using a nasal swab sample. Confirmation pcr testing was performed on (B)(6) 2022, using an unspecified sample type, which generated a positive result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 174268 with internal positive quality control samples and negative quality control swabs. The manufacturing records and quality control release testing was reviewed for test kit part 195-160/lot 174268 and device part number 195-430wl / lot 171378. Quality control release testing met specifications with no false negative results observed. The current overall incident rate for false negative patient results (confirmed and unconfirmed, conflicting results) for this specific lot based on the total quantity of devices manufactured for distribution is (B)(4). Abbott diagnostics scarborough was unable to determine an assignable root cause, however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.